Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging he was unable to perform a test on his onetouch ultra2 meter due to testing in the setup mode. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012, at an unknown time. The patient manages his diabetes with metformin pills 500mg and continued with his usual diabetes management routine in response to the alleged issue. He claimed that approximately 2 months after the alleged issue began, developed symptoms of ¿blurred vision¿ but despite his symptoms he denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The issue was resolved with training and replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 7/2/2013 and 7/8/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 07/08/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.